Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: incident details: nurse was preparing to administer vaccine to a child in well child clinic. Drew up vaccine with no resistance. Upon administration of the vaccine the nurse was unable to push plunger. Needle/vaccine was discarded and the nurse drew up new vaccine and administered with no resistance. The nurse described as feeling the needle was "blocked", the same description reported from previously recalled needles of different lot number

Manufacturer narrative:
H6: investigation summary no samples or photos received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on previous investigations, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: incident details: nurse was preparing to administer vaccine to a child in well child clinic. Drew up vaccine with no resistance. Upon administration of the vaccine the nurse was unable to push plunger. Needle/vaccine was discarded and the nurse drew up new vaccine and administered with no resistance. The nurse described as feeling the needle was "blocked", the same description reported from previously recalled needles of different lot number.